Event description:
I tested positive for sleep apnea. To correct this problem I was breathing oxygen while sleeping. My dentist, (B)(6), sold me a device to prevent the sleep apnea. I purchased a pulse oximeter from ebay to indicate when I had sleep apnea and how many episodes I had. The device was by pr0somnus sleep technologies. When using the device with the oxygen, my results were wonderful. Subsequently, I lost 20 pounds and I want to see if I could eliminate the oxygen. When I retested the mouthpiece my results were unsatisfactory. I initially thought I had an issue with the dentist, however, I see a much bigger issue with prosomnus. The dentist resold the device, but the device was not effective. I am sure that many people bought this device and others that were also worthless. Whoever got a worthless device did not cure their sleep apnea and subsequently created more cardiac damage. I have no idea as to the number, but a lot of people must have died because of something like this. It is necessary for you to clamp down on providers of bogus medical products like this.